Event description:
Patient was revised to address acetabular loosening.

Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following a hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Update sep 14, 2017: medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, revision notes reported pain, 50 ml of straw-colored fluid and extremely hypertrophic pseudocapsule. Added complainant information and sleeve product due to pain. This complaint was updated on: oct 12, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.